Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the dds could not seat the crown and had us take a look at the implant at tooth site #5. They removed the crown and during exploration, the implant was found fractured and was removed.